Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the patient's peritonitis event. Based on the provided information, there is no documentation that shows a causal relationship between the event of peritonitis and the use of the liberty cycler or any fresenius product. There is no allegation of any fresenius product malfunction. Should additional new information be made available this clinical investigation will be reevaluated. This is a report of a patient who experienced peritonitis coincident with peritoneal dialysis therapy. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported that a peritoneal dialysis patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. There were no reported symptoms associated with the patient¿s peritonitis. The patient was initially treated with ceftazidime and vancomycin (doses, routes, and frequencies not reported) but following a peritoneal effluent culture, treatment with ceftazidime was discontinued. The patient has since recovered from the peritonitis event and the patient has continued with peritoneal dialysis therapy. Additional information was requested but was unavailable.